Event description:
It was reported that bd insyte¿ autoguard¿ catheter i.v. 22g x1.00 guide came off the needle. The following information was provided by the initial reporter: during the peripheral venipuncture technique, the catheter guide came off the needle, making it impossible to introduce the catheter into the patient's vein. Difficulty in visualizing the venous return was also found at the time of puncture. Professionals report the difficulty in handling the catheter and the resistance to its introduction into the patient's skin during the puncture technique. These mentioned factors cause greater risk to the professional of accidents with sharps and also discomfort and anxiety to the patient due to the failure of the procedure and several puncture attempts. Info added on 19.oct.2021: customer reports it means: "the catheter got loose from the needle, making impossible to insert the catheter into the patient's vessel." There are no pictures available, not videos either. The issues have occurred during puncturing moment, which the catheters couldn't be used have been immediately discarded. It's not possible to know exactly how many units have been affected, once the complaint has been received from health professionals of inpatient sector that use the catheters. Only one single health professional has complimented the catheter and says he is used to use the catheter because he has used it in another facility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated due to additional information: b.3. Date of event: (B)(6) 2021.

Event description:
It was reported that bd insyte¿ autoguard¿ catheter i.v. 22g x1.00 guide came off the needle. The following information was provided by the initial reporter: during the peripheral venipuncture technique, the catheter guide came off the needle, making it impossible to introduce the catheter into the patient's vein. Difficulty in visualizing the venous return was also found at the time of puncture. Professionals report the difficulty in handling the catheter and the resistance to its introduction into the patient's skin during the puncture technique. These mentioned factors cause greater risk to the professional of accidents with sharps and also discomfort and anxiety to the patient due to the failure of the procedure and several puncture attempts. Info added on 19.oct.2021: customer reports it means: "the catheter got loose from the needle, making impossible to insert the catheter into the patient's vessel." There are no pictures available, not videos either. The issues have occurred during puncturing moment, which the catheters couldn't be used have been immediately discarded. It's not possible to know exactly how many units have been affected, once the complaint has been received from health professionals of inpatient sector that use the catheters. Only one single health professional has complimented the catheter and says he is used to use the catheter because he has used it in another facility.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1124353, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a demarcation around the safety device activation button but could not identify the reported defects. Therefore, based off the provided photo the engineer was unable to verify the reported defects h3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ catheter i.v. 22g x1.00 guide came off the needle. The following information was provided by the initial reporter: during the peripheral venipuncture technique, the catheter guide came off the needle, making it impossible to introduce the catheter into the patient's vein. Difficulty in visualizing the venous return was also found at the time of puncture. Professionals report the difficulty in handling the catheter and the resistance to its introduction into the patient's skin during the puncture technique. These mentioned factors cause greater risk to the professional of accidents with sharps and also discomfort and anxiety to the patient due to the failure of the procedure and several puncture attempts. ___ info added on 19.oct.2021: customer reports it means: "the catheter got loose from the needle, making impossible to insert the catheter into the patient's vessel." There are no pictures available, not videos either. The issues have occurred during puncturing moment, which the catheters couldn't be used have been immediately discarded. It's not possible to know exactly how many units have been affected, once the complaint has been received from health professionals of inpatient sector that use the catheters. Only one single health professional has complimented the catheter and says he is used to use the catheter because he has used it in another facility.